Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose level on (B)(6) 2019. Customer's blood glucose value was 1048 mg/dl at the time of the incident and current was 176 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with insulin drip. Customer will be returned device for analysis.